Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high blood glucose at the level of 400 mg/dl. Customer was treated with insulin pump. Customer reported receiving motor encoder position error and motor error alarm, customer reported that the insulin pump was exposed to MRI. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Insulin pump received motion sensor test failure alarm during rewind due to corroded motor home switch. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion,prime and excessive no delivery test or verify motor position encoder alarm due to motion sensor test failure alarm. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.